Event description:
It was reported an 86 yo male patient underwent a revision on the left side knee due to poly wear and patella wear of optetrak classic cc knee devices approximately 16 years post the initial implant date, and was revised to exactech devices. Initial implant year is 2006. No devices are available for return as the facility retains the devices. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
No device return anticipated. Facility is keeping the device. Concomitant medical products: 200-02-3,2 three peg patella, 32mm 6621596 222984 9l11221. Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of prosthesis wear which may have been due to the alignment of the devices, patient related conditions, and/or being implanted for approximately 16 years. However, this cannot be confirmed because the components were not returned for evaluation.